Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with a vcare medium (34mm) cup # 60-6085-201a, lot 202012071 experienced by (B)(6) on (B)(6) 2021. It was reported that while dr. (B)(6) was performing a hysterectomy, the balloon and white tip were loose and fell off into the patient. From photos provided by the reporter, it appears that the components all slid off the shaft once the balloon and white tip/cuff came off. It is noted the procedure was successfully completed by using an alternate vcare and there was no impact or injury to the patient. Additional information has been requested but none received at date of this reporting. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence for the breakage of the device.

Manufacturer narrative:
Investigation of the customer's reported issue and complaint of the "balloon and white tip were loose and fell off in the patient" is confirmed. The device will not be returned for evaluation however photographic evidence has been provided. The image exhibits the reported claim however a root cause cannot be established. The manufacturing documents from the device history records (DHR) and lot history records (lhr) have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review found this is the only reported event for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to :reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety